Event description:
The user facility reported to terumo cardiovascular systems that when opening the virtuosaph disposable package, the top corner ripped. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, terumo is still investigating this issue and will be submitting a follow-up report when more info is available. (B)(4).